Manufacturer narrative:
Investigation summary: the root cause of the rf output verification failure is unknown. According to the service order, performed on july 6, 2015, the esg passed rf output verification following software update and recalibration. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This report is being filed as a result of a re-review of applied medical's voyant® electrosurgical generator (esg) service orders as part of the retrospective service report review. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report is being submitted based on the findings of that retrospective review. This document represents our initial final report.

Event description:
Procedure unknown: service order was reviewed as part of the servicing remediation. Esg failed rf output when the unit was received from the customer. Software was updated and the unit was calibrated. Unit then passed rf output. Type of intervention: na. Patient status: na.